Manufacturer narrative:
Other relevant device(s) are: product ID: asm0113-02, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the rbt device was not accurate and did not reach the trajectories during the 3 point tests on the guidance system. After replacing the rbt device, the system software was updated and the motion controller, lemo cable, and main harness were replaced. The guidance system was working well with a new rbt device. Analysis of rbt device (s/n (B)(4)) found the device was broken. Actuator one was damaged, backlash was found in actuator 2, 3, 4, 5, 6, and the upper and bottom joints and the pcb board on the bottom base was damaged. The actuators, bottom joint, upper joint, and pcb board were replaced. The rbt device was calibrated and passed testing. If information is provided in the future, a supplemental report will be issued.

Event description:
See previously submitted report number: 3005075696-2018-00006. Medtronic received information regarding a guidance system being used during a spinal procedure to treat a t12-l1 compression fracture. It was reported that the rbt device failed and the system was inoperable. During the procedure, the rbt device was brought into the operating room, the patient was draped and the rbt device was passed off. Registration was acquired and an attempt was made to send the device to the first trajectory, but the device timed out. The surgeon saw the rbt device "jump" a quarter inch when attempting to resend to a different trajectory. The trajectories were altered and a soft restarted was done, but the results were the same and the device timed out. The rbt device was taken into the hall and the representative found that one of the trajectories was bad. There was no patient harm, but the procedure was delayed more than an hour. The patient was closed up and the case was aborted. The patient remained in the hospital and another procedure was scheduled for (B)(6) 2018. Later that day, the representative changed the rbt device. The new rbt device was installed and tested. When sending the rbt device to the first point of the 27 point accuracy test, the device moved very slightly, froze, and then began to make a loud hissing noise. The device then timed out. A hard restart of the system was done, but the issue was not resolved. The rbt device looked physically twisted. Multiple error messages were displayed including an lvdt7 error and a no connection due to the controller error. The representative checked all breakers, connections and power and there were no issues. The representative later reported the new procedure was rescheduled for (B)(6) 2018.